Event description:
It was reported that the atrial lead had high and varying impedance. A lead revision was done with no signals measured on the atrial lead. The lead was capped, left in the patient and a new lead was implanted. It was further reported that the right ventricular (rv) lead had high impedance. A lead revision was done with the rv lead measuring normal capture and sensing. The rv lead was left in use with no change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had experienced oversensing, sensing integrity counter (sic), and varying impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was a lead impedance out of range alert, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).(B)(4) lifetime ventricular-sic occur since (B)(4) 2013. (B)(4) non-sustained tachycardia (nst) episodes of less than 220 ms ventricular to ventricular cycle are recorded between (B)(4) 2014. An out of tolerance (oot) subthreshold lead impedance alert was recorded on 06 aug 2012, and 01 and 02 jan 2014. Ventricular pace impedance rises from an approximately baseline of 1100 ohm to greater than 4000 ohm on 01 jan 2014. Concomitant products: 5594 implantable pacing lead (B)(6) 2011, 4196 implantable pacing lead (B)(6) 2011. (B)(4).